Manufacturer narrative:
Concomitant medical products: product ID 37712 lot# serial# (B)(6) implanted: (B)(6) 2010 explanted: (B)(6) 2020 product type implantable neurostimulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient's weight was unknown. The cause of high and inconsistent impedances was not determined. The impedance issue was not resolved. Patient was getting good coverage using part of one lead so the doctor was going to wait to change leads. The provided information was confirmed with the physician/account. No further complications were reported.

Manufacturer narrative:
See regulatory report # 3004209178-2020-06233 for: product ID: 37712, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2020, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2020, the patient had their ins replaced, and prior to the surgery, the rep tested impedances and they were high on contact 3. The rep did not know when the high impedances were first identified. When in surgery, when connecting the leads to the new ins, impedances were showing out of range for different contacts and the impedances were different when the leads were connected to the new ins compared to using a wireless neurostimulator (wens) as well as when channels were swapped. The out of range impedance readings were reported to be the following: leads connected to new ins: >40,000 ohms on contacts 2-7, 10, 12-15. Leads connected to the new ins but in the opposite port: >40,000 ohms on contacts 1, 2, 5, 7 and 15. Leads connected to a wens: >40,000 ohms on contacts 3 and 6. Leads connected to same wens but opposite slots: >40,000 ohms on contacts 11 and 14. Leads connected again to the new ins: >40,000 ohms on contacts 2, 5 and 7, 9-15 and "avoid / possible open" on contact 13. The surgeon disconnected the leads, wiped off and reinserted in the same ports and tested again: >40,000 ohms on contacts 2, 5, 7, and 9-15. They then moved the leads to the opposite port of the new ins and tested again: >40,000 ohms on contacts 7, 9, and 11-15. The physician then loosened and re-tightened the set screw for port 8-15 and tested again: >40,000 ohms on contacts 0-7 and 14-15. The rep reported there weren't any issues removing the leads from the old ins nor any issues inserting the leads into the new ins. The physician did mention that on the 8-15 port of the new ins, the setscrew didn't unscrew easily at first, but the physician did indicate that resolved, however they suspected an issue with the 8-15 port. Technical services (tss) did have them connect the leads to the old ins to attempt to run impedances, but the old ins was too low to sustain a tablet session. No symptoms were reported. It was reviewed that due to the inconsistent impedance readings, it could not be determined which device was causing the high impedances. The physician decided to implant the new ins and have the rep attempt to reprogram around the out of range contacts, and would replace the leads at a later date. No further complications were reported or anticipated.